Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Reason for revision has not been provided. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
The patient had a pinnacle n. 54 and a corail n. 10-head 36/1.5 implanted on (B)(6) 2004. We're still waiting for the result of the evaluation of patient permanent consequences.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This medwatch was discovered to be a duplicate, therefore it is being rejected.